Event description:
During the procedure for a laparoscopic appendectomy the supply called inzii retrieval system (ref cd001; lot# 1318772; exp: 02-20-2021) malfunctioned as the appendix was being retrieved from the patient's abdomen. The pouch ripped unexpectedly as they were pulling out the pouch. From my knowledge there was no excessive force used to pull on the retrieval system. All parts of the retrieval system were retrieved and removed from the sterile field and sent to management.